Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance of more than 3000 ohms with bipolar measurement. However, due to contamination from atrial noise and small signal amplitude, threshold measurement could not be performed. Also, the lead conductor was fractured. This lead remains in service. No adverse patient effects were reported.